Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. Event logs confirmed the reported system message. The host and tabletop power module were replaced. The system was tested and found to meet product specifications. The system was manufactured on april 16, 2012. Based on qa assessment, the product met specifications at the time of release. A host and a tabletop power module were received for evaluation. A visual assessment of the returned samples revealed no obvious nonconformity. On november 6, 2015 the samples were placed in a calibrated system and booted up using the back-up battery from the hot bed system. No system messages (sms) were generated upon boot up. However, a loud fan noise could be heard from the host. The host fan was reseated and the noise was no longer present. The system was primed and tuned with a combined cassette, vit probe, and phaco handpiece and no issues were seen. The sample was then put through the 12-hour burn-in procedure. There were no abnormal occurrences of a system shut down or other abnormalities. The root cause of the reported fan noise can be attributed to a misaligned host. However, how or when the fan became misaligned cannot be determined conclusively. As the samples were found to meet functional specifications, the root cause of the reported system message, display issue, and shutdown cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a blue screen appeared along with a system message while the unit was unplugged. A high speed fan noise was also noted. The customer held down the standby switch and plugged the system back in to restart and the system shut down on its own. Additional information has been requested.